Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that even after reprogramming, the patient was still experiencing stimulation in the stomach area. It was also stated that the ipg was nonfunctional. The patient underwent an ipg replacement procedure. The explanted device was discarded. The patient was reprogrammed and doing well postoperatively.